Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number k011245/k002188.

Event description:
It was reported that the mount screw fractured inside the implant causing implant to be removed and replaced. There was a 40 minute delay in surgery. Tooth location 47.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified wear and debris about the implant threads. The internal drive feature is noted to contain a small piece of the fractured screw reported, which was too badly damaged to be removed. No pre-existing conditions were noted on the per. The reported product was located on tooth # 47 (fdi) and was removed the same day. Review of appropriate documentation: ¿instructions for use for swissplus® and tapered swissplus® implants¿ 9967 rev 0-09/14; technique information ¿ step 6 complaint history review was performed for the reported lot number (62741073) for similar cause and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (mount screw fracture) or product (spb8) therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.h3: device evaluated by manufacturer: change 'no' to 'yes'.